Event description:
Safety shield did not snap when engaged resulting in the tip of the needle becoming exposed when the staff member placed it in the sharps container. Employee was stuck with the contaminated needle.